Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported irregular texture; however, the reported core break appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in the external iliac artery. The ht supra core 35 guide wire (gw) was advanced into the target lesion without issue. The absolute pro self-expanding stent system (sess) was then being advanced over the guide wire when a bump was noticed on the guide wire, outside of the anatomy. The absolute sess could not be advanced over the bump and when attempting to push it over the bump with force, the stent flowered to the point of not being able to enter the introducer sheath. It was decided to remove the absolute pro from the guide wire, which resulted in the guide wire breaking at the bump, however, it remained in 1 piece. The guide wire was sagging in the middle and the coils were stretched out. A new super core guide wire and absolute pro sess were prepared and used without issue. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.